Event description:
Spontaneous call from pt, stating that her extension tubing/filter was leaking. Per patient this started about 3:00pm on (B)(6) 2021, patient did notice this and attributed this to something else. Later in the evening she did notice a little more fluid leaking from the tubing filter but waited till this morning to call instructed patient to change out the cassette (will be doing that after the call) and tubing- saving the extension tubing/filter incase the manufacturer does request to see it. Setting the pump rate to a previous rate before the current pump rate (31ml /24hr), no further information provided, and no side effects reported. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. The tubing/filter is available for investigation should that be needed (patient was instructed to save that in a ziplock bag. Infusion is life sustaining. Reported to (B)(6) by pt/caregiver.